Event description:
It was reported that a pt with an anteverted uterus underwent a thermal endometrial ablation with concomitant laparoscopy, hysteroscopy, polypectomy, and laparoscopic cholecystectomy in 2008. It was reported that the pressures were stable around 180-190 mm hg when after three mins of ablation it was noted by laparoscopy that the uterus had started to form hairline cracks and began bleeding in the fundal area. Evidence of uterine stretching was also noted. The procedure was abandoned and the pt is reported to be in satisfactory condition. No intervention has been performed at this time, however, the pt will be reviewed for total abdominal hysterectomy if symptoms warrant.

Manufacturer narrative:
Conclusion code: the product upon which this medwatch is based in anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch mfg records was conducted and the batch met all finished good release criteria.